Event description:
A customer reported that sections of their pump screen were unreadable, with parts displaying normally and other parts being dark or invisible. There was no adverse impact to the customer's blood glucose level. Customer support arranged for a replacement pump to be sent, and the customer was advised to use multiple daily injections (mdi) as a backup insulin therapy. The customer was informed of the necessary steps to receive and return the pumps, which they understood and acknowledged.